Manufacturer narrative:
(B)(4). Corrections: describe event or problem, brand name, catalog #, lot#, device available for evaluation?, device evaluated by MFR?-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation; (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional reported information received: the device was not a starclose se; the correct device is a proglide device. It was reported that arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device via a 6fr sheath after a superficial femoral artery stenting procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device via a 6fr sheath after a superficial femoral artery stenting procedure. Reportedly, an unspecified device failure occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in-training in the use of the starclose se device. No additional information was provided.